Event description:
It was reported that a bioarc sling system was implanted on (B)(6) 2012. During the procedure, mesh was seen in the bladder when the surgeon "pulled the mesh through." The device was removed and a new bioarc device was implanted. The patient was reported to be doing well.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.